Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including two percutaneous leads (of the same lot), on (B)(6) 2007. It was reported that the pt underwent a medical procedure which required manipulation of her body. Since that time, the pt advised, she has not felt any stimulation from her scs system. The pt is working closely with the physician to determine the next course of action.